Event description:
It was reported that a patient underwent a lentiginous compound nevus removal procedure on (B)(6) 2012 and suture was used. On (B)(6) 2012, the patient presented with ulceration and scarring and was prescribed continuing antibiotics. On (B)(6) 2012, the patient presented with spitting suture and a 2 cm x 3 cm pustule which was drained, steri-strips were applied and antibiotics were prescribed. No additional information was provided.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Pustule. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.